Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from all channels of the subject device tested positive for coagulase negative staphylococci (11 ufc/endoscope). The device had been reprocessed with a non-olympus automated endoscope reprocessor, cantel, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus france.(ofr). Ofr sent the device to a third party laboratory for microbiological testing. As a result of multiple microbiological testing by third party laboratory, following microbes were detected from the sample collected from the device. [July 19, 2020]. The suction channel: bacille (1ufc / endoscope). The air/water channel: unspecified microbes (1ufc / endoscope l). The instrument channel: (<1ufc / endoscope). The elevator channel: (<1ufc / endoscope). The testing result cleared the french guideline. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined.